Manufacturer narrative:
The device was not returned for analysis. An event of atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported atrial fibrillation could not be conclusively determined. The reported unexpected medical interventions are the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1024 - portico india, patient site ID: (B)(6), (B)(4).it was reported that on (B)(6) 2023, a 25mm portico valve was implanted with a small flexnav delivery system. During procedure, a pre-implant balloon aortic valvuloplasty (pre-bav) procedure was performed with an 18mm non-compliant non-abbott balloon. Rapid pacing at 180bpm was required during procedure. A post-bav was performed with a 20mm non-complaint non-abbott balloon. The final implant depth was 3-4mm below the native aortic annulus and post-implant evaluation revealed excellent coaxial implant with no residual gradient and trivial aortic regurgitation. The patient remained hemodynamically stable throughout the procedure. It was then reported on (B)(6) 2023, post-procedure but prior to discharge, the patient experienced atrial fibrillation with fast ventricular rate. A decision was made to administer amiodarone infusion with novel oral anticoagulation therapy. The patient's rhythm reverted to sinus rhythm and was discharged in stable condition.